Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11917. It was reported, the pt had unwanted stimulation in her stomach area. It was reported reprogramming was able to provide relief for a time, but the issue would return. It was reported an x-ray would be obtained. Follow up identified the physician explanted the entire scs system. It was reported, the pt had a pain pump implanted on the same day as the explant; the pt was to use the alternative pain treatment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.